Event description:
It was reported by getinge fst that during pm the cardiosave intra-aortic balloon pump (iabp) had broken, telescopic handle. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Upon further review it was determined that the reported event involved only replacement of part 'handle'. There was no malfunction of the device and therefore the event does not meet the definition of an incident/serious incident, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel mfg number- 2249723-2025-0004552 in your database.

Manufacturer narrative:
Updated: b4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes and investigation conclusions) and h11. It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) found the transport handle would not close properly. The fse replaced slide handle assy and tested the unit. The unit passed all functional and safety tests per manufacturer specifications.